Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery using a penumbra system 5max ace reperfusion catheter and a penumbra system 3max reperfusion catheter. Upon removal from the packaging, an ace catheter was found fractured and was not used. A new penumbra system 5max ace reperfusion catheter was used and the procedure continued. The physician advanced the ace catheter to the target vessel over a 3max catheter. The physician attempted to remove the 3max catheter, however it met resistance. Both the ace catheter and 3max catheter were removed together and the ace catheter was found to be damaged. The procedure continued successfully using new penumbra system 5max ace reperfusion catheter and a new penumbra system 3max reperfusion catheter.

Manufacturer narrative:
Result: (-1) the first 5max ace was fractured in the proximal shaft under the strain relief, approximately 0.7 cm from the hub. (-2) the second 5max ace was kinked in the proximal shaft under the strain relief approximately 1.1 cm from the hub, kinked approximately 4.0 cm from the hub, fractured approximately 8.6 cm from the hub, and kinked in the distal shaft approximately 0.9 and 2.9 cm from the distal tip. Conclusion: the complaint has been evaluated. The complaint indicated the (-1) first 5max ace was broken at the hub when removed from packaging, and the (-2) second 5max ace was fractured when removed from the patient. Evaluation of the returned devices revealed (-1) the first 5max ace was fractured and the (-2) second 5max ace was fractured and kinked. These types of damage typically occur due to improper handling. (-1) if the catheter is removed from the packaging hoop at an angle, the shaft may fracture due to excess force and bending. (-2) if the catheter is manipulated inside the patient at angles greater than those specified in product specifications, the shaft may fracture or kink due to excess force and bending. These devices are 100% visually inspected for damage during process inspection. This MDR is associated with MDR 3005168196-2015-00302, and 00304.